Event description:
A consumer reported that following intraocular lens (iol) implant surgery, her husband has had his iol repositioned three times and the haptic has become completely detached. She also reported that her husband has had cloudy vision, eye pain, constant tearing and was diagnosed with glaucoma. He was referred to a retinal specialist for surgery. The consumer was unable to determine what procedure was performed. Add'l info was received from the surgeon who indicated that in his opinion, it is unk if the iol caused or contributed to the event. He also reported that the iol was in the sulcus secondary to a posterior capsular tear. The surgeon did not indicate at what point during the procedure, the tear occurred.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. There were no other complaints reported for this lot. The root cause could not be identified by the investigation. Additional info was requested by phone, fax and mail on (B)(4) 2012. A completed questionnaire was received on (B)(4) 2012. (B)(4).